Event description:
It was reported that the ventilator runs for 2 hours and 43 minutes and then resets with an audible/visual alarm. The ventilator rests every 2 hours and 43 minutes continuously. The reset is followed by normal ventilation. No pt harm reported.

Manufacturer narrative:
Na